Event description:
Reportedly, during the first fire, the handle was very stiff, but the surgeon completed the firing. After that, jaws could open properly, but the patient side tissue stuck to the jaws. The surgeon removed the tissue from the jaws safely by using a surgical instrument. No bleeding. The patient has a history of carcinoma. Sex: male. Procedure: roux-en-y.